Event description:
The customer reported communication error during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error code and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 scope communication error code and no image was due to heavy fluid invasion inside the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.